Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5086mri45, implantable pacing lead, implanted 2013-(B)(6); model a2dr01, implantable pulse generator (ipg), implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient experienced pain on the left side of the abdomen. It was discovered that the right ventricular (rv) lead perforated the heart twice. The lead was removed and the device set to aai. No further patient complications have been reported as a result of this event.